Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and strips were requested for investigation. The customer's meter and test strips from lot 40501421 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 405014 and 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The result from the meter at 01:17 p.m. On (B)(6) 2019 was 4.3 inr. The result from the laboratory on (B)(6) 2019 was 2.9 inr. Lab test was done at the same time as the meter test. The result from the meter at 03:09 p.m. On (B)(6) 2019 was 3.3 inr. The result from the meter at 03:14 p.m. On (B)(6) 2019 was 2.5 inr. The result from the meter at 11:00 a.m. On (B)(6) 2019 was 2.9 inr. The result from the meter at 12:00 p.m. On (B)(6) 2019 was 3.9 inr. The customer used strip lot 40501421 and strip lot 397398 for the meter tests. Customer did not state which strips were used for which tests. The patient's therapeutic range was 2.0 - 3.0 inr. Customer thinks they may be anemic but did not know their hematocrit. The customer started an antibiotic on (B)(6) -2019. Customer is currently on a clear fluid diet for diverticulitis. The expiration date for strip lot 397398 is 31-oct-2020.